Event description:
The pt received an scs system on (B)(6) 2011. It was reported that the pt is feeling stimulation and too much breakthrough pain. Pt also reports that she has positional stimulation and is unable to lower the perception to prevent overstimulation. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.